Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of the stomach during a procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed inside the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of the stomach during a procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed inside the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the device with some bands of the ligator housing moved with a space between it, suggesting inability of the device to deploy the bands. Also, the tripwire was tangled. No other problems with the device were noted from the photo. The reported event of bands unable to deploy was confirmed. Upon media analysis, it was observed that the bands were moved, which indicates inability of the device to deploy the bands. There is not enough objective evidence to determine if the reported event could have been caused by manipulation, an excessive force applied, or due to the patient's anatomical conditions. Without the proper evaluation of the device the most probable root cause cannot be established due to lack of evidence. Therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the fundus of the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."